Event description:
The manufacturer's field service engineer (fse) reported the crossover test failed while servicing the ventilator. The fse reported during the crossover test, when prompted to disconnect o2 and the blower stops, the blower would not start spinning up and would sit idle. There was no patient involvement.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The moog blower motor controller passed all test, no faults were found on this returned moog blower motor controller. The reported complaint of the unit failed the cross over circuit test (e/c 3117) was not duplicated.